Event description:
It was reported that at a follow-up appointment, an alert for high, out-of-range shock impedance measurements (140-150 ohms) was noted from this subcutaneous implantable cardiac defibrillator (s-ICD) system. A further device data review revealed episodes of inappropriate shock therapy due to low r-wave amplitude measurements and over-sensed noise. Provocative maneuvers were performed which confirmed the noise was reproducible with patient movement. Boston scientific technical services was contacted and recommended a complete system replacement due to reproducible artifacts. It was also discussed that the noise present showed evidence of sense node b over-sensing, as well as artifacts similar to those due to mechanical impairment. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that at a follow-up appointment, an alert for high, out-of-range shock impedance measurements (140-150 ohms) was noted from this subcutaneous implantable cardiac defibrillator (s-ICD) system. A further device data review revealed episodes of inappropriate shock therapy due to low r-wave amplitude measurements and over-sensed noise. Provocative maneuvers were performed which confirmed the noise was reproducible with patient movement. Boston scientific technical services was contacted and recommended a complete system replacement due to reproducible artifacts. It was also discussed that the noise present showed evidence of sense node b over-sensing, as well as artifacts similar to those due to mechanical impairment. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that at a follow-up appointment, an alert for high, out-of-range shock impedance measurements (140-150 ohms) was noted from this subcutaneous implantable cardiac defibrillator (s-ICD) system. A further device data review revealed episodes of inappropriate shock therapy due to low r-wave amplitude measurements and over-sensed noise. Provocative maneuvers were performed which confirmed the noise was reproducible with patient movement. Boston scientific technical services was contacted and recommended a complete system replacement due to reproducible artifacts. It was also discussed that the noise present showed evidence of sense node b over-sensing, as well as artifacts similar to those due to mechanical impairment. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.